Manufacturer narrative:
A supplemental report will be submitted upon completion of all investigation actions. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a broken handle on the cart. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings, & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate this unit and confirmed the issue. The fse replaced the handle. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
N/a.